Event description:
It was reported that the pump exhibited a pump motor drive phase b post error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified ump motor drive b post and depleted battery alarms. During functional testing using the power up process, the reported issue was unable to be duplicated. The root cause of the problem was related to the customer not recharging the battery pack as required after depleting it. Performed preventative maintenance and all functional tests which passed.